Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: during the procedure, it was reported when the surgeon used the plasmablade device it had given some kind of arrhythmia symptoms to the patient. No other details or interventional measures were reported. Investigation conclusion: the reported issue was not confirmed. The device functions as expected and met the product specification requirements for both test fire, via activation in grounded saline, and electrical continuity testing. The complaint could not be recreated for the device causing arrhythmia symptoms allegation. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the surgeon reported the patient experienced an arrhythmia while utilizing the plasmablade device. No other details or interventional measures were reported.